Event description:
It was reported, the programmer rf (radio-frequency) head does not respond. It was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed that the programmer head would not respond, the device failed functional testing due to the cable being out of electrical specification.